Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the ipg. It was mentioned that the patient underwent multiple non-device related surgeries wherein an electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.